Manufacturer narrative:
(B)(4). Retained samples from the same lot number as the actual device were evaluated. From the sterility test results it can be concluded that the control samples were found to be sterile. The condition under which the test was performed was found to meet the aseptic requirements of classified area.

Event description:
It was reported that a patient underwent a lateral episiotomy procedure in (B)(6) 2013 and suture was used to sew the skin, muscle and fascial layers. The patient felt pain around the wound and went to the hospital on (B)(6) 2013. The surgeon found the wound turned red and swollen and the suture extruded. The surgeon removed the suture and used a different type of suture to stitch the patient. Additional information was requested.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.